Event description:
The customer was hospitalized due to overdose of insulin based on inaccurate results. Reporter stated the customer would receive results over 500mg/dl and then would take insulin and later bottom out. A request was made for the return of the suspect device and replacement product was sent.